Event description:
During procedure, the physician had problems with inflate and flush functionality. The techs tried different buttons which appeared to help initially. Post procedure, the scope was sent for evaluation to an independent repair vendor. The vendor reported that the air/water channel had a partial blockage with unknown material. This was cleared and the scope was completely evaluated and found to be functioning properly. A single unrelated repair was completed during the evaluation. The repair vendor recommended review of reprocessing procedures take place with olympus, which was scheduled and completed. Additional information is included in the MFR response and the purpose of this report is to point out the potential for the air/water channel to become blocked partially and the operator not realize it has occurred. Manufacturer response for flexible endoscopic ultrasound scope, eus scope (per site reporter): the local olympus reprocessing specialist was contacted. Once the endoscope was returned to our facility, he evaluated the scope. He also provided additional in-service for staff on reprocessing this scope as well as cleaning the air/water channel. He corresponded with a colleague in another territory and they indicated this has occurred only one other time to their knowledge. It is unclear as to how this could have occurred. The reprocessing specialist provided additional information, such as there are no brushes that can reach this portion of the air/water channel. Irrigating water through this channel upon removal of the scope from the patient is considered best practice, since this scope is commonly removed and reinserted during the procedure. During the time the scope is removed, materials can dry out, potentially causing a source of blockage. This procedure is recommended regardless of whether the scope is going back in, or if the procedure is completed. These steps have been implemented.